Event description:
Per the clinic, the patient started using his device after several years of inconsistent use. He experienced poor performance with the device. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4), 2012.